Event description:
A malfunction alarm identified as "malf 1" was reported by the customer, and no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as the malfunction code was not resettable. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery and was informed about receiving a pump with updated software. Instructions for storing and returning the defective pump were provided, including the return process via ups. The customer was also advised to program settings and connect their continuous glucose monitor (cgm) to the replacement pump.